Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The user alleged that the shut down event occurred five different times over the past two months.